Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the planned treatment was performed by the customer and completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the live x-ray was not available. Upon troubleshooting, fse found that one unit on the rack was blown. To resolve this issue, fse replaced the fuse. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to perform x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.